Event description:
It was reported that patient was complaining about pain due to hip infection.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.